Event description:
Two used chambers were returned and evaluated. The chambers were visually inspected and were found to be correct. The chambers were then tested, no fault was found. The chambers were disassembled and measured, with all components being within tolerance. The reported fault could not be replicated with the chambers.

Event description:
The co received the following report from the co's distributor. "Three mr290u chambers failed and have overfilled and water has flooded into the circuit." No injury was reported.